Event description:
Consumer called with concerns about her meter's accuracy. Believes her readings are too high. Analysis run on concensus error grid using lab reading (36) as reference point vs. Bd readings (218) yielded some data points in the d range of grid, outside acceptable limits.